Manufacturer narrative:
(B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit function.

Event description:
It was reported that the patient's catheter was migrated, explanted and replaced. Catheter was out of the intrathecal space. It was confirmed that the anchor was in place. The doctor removed the distal enter of the catheter and used a revision kit to segment the two portions of catheter together. The patient reported a loss in therapy. The explanted catheter will not be returned for investigation.